Event description:
While bipap unit was on patient, respiratory therapist noted that the machine still had flow, but the screen display went blank before going into an auto test mode. Bipap switched out for another. There was no delay of care to the patient.